Manufacturer narrative:
No documented fix was provided; resolution remains unclear. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that heart navigator app fails to start during use on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.